Event description:
It was reported that the patient presented in clinic. The left ventricular lead exhibited loss of capture. The lead was found pulled back and confirmed through imaging. The lead was explanted on (B)(6) 2017. Physician decided not to implant a new left ventricular lead. The patient was in good condition post procedure.